Event description:
Caller reported a cgm error 42, which was addressed by performing a complete pump reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with the pump reset, and the caller was able to proceed successfully with their sensor session.